Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited high out of range impedance measurements for its right ventricular (rv) lead, with the rise been gradual. Technical services (ts) was consulted and reviewed stored data. Ts discussed how previously there had been a lead safety switch (lss) due to high out of range impedance measurements for the rv lead, with the rise been gradual. Additionally, ts noted there was oversensing of noisy signals for the rv lead. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited high out of range impedance measurements for its right ventricular (rv) lead, with the rise been gradual. Technical services (ts) was consulted and reviewed stored data. Ts discussed how previously there had been a lead safety switch (lss) due to high out of range impedance measurements for the rv lead, with the rise been gradual. Additionally, ts noted there was oversensing of noisy signals for the rv lead. This device remains in service. No adverse patient effects were reported.